Event description:
A malfunction alarm was reported with a specific malfunction code. The customer's blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if any further issues arise.